Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. During the procedure the physician noted that the right atrial lead had some insulation damage; however, no changes in electrical parameters were observed. The damage was repaired using a patch kit. The patient was in stable condition.